Event description:
Based on info reported to davol: ni/ni/2010, pt had a xenmatrix placed and the wound never healed. Shortly after placement, the pt developed a staph infection with sores "all over her body." The pt underwent an incision and drainage with wound vac placement.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the alleged event. The pt reportedly developed a post-operative (B)(6) infection. However, no medical records including culture or pathology reports have been received. Additionally, no lot number has been provided and no sample has been returned for eval. The initial reporter did not indicate whether the graft had been explanted. While there is no indication that graft was the source of the reported infection, the product's IFU states: "if an infection develops, it should be treated aggressively." Without add'l info, no conclusion can be drawn.